Event description:
Pt in very unstable condition transferred from emergency room to angio for angiogram. During procedure, pt coded. Just as pt coded, machine monitors went blank. After several attempts to reboot the system, the pt was moved to another procedure room, where the angiogram was completed. Uncertain if equipment failure contributed to pt's death.